Event description:
A customer reported to beckman coulter, inc. (Bec) that access 2 immunoassay system generated erroneously elevated troponin (accutni) results above the acute myocardial infarction threshold for two patients. The results were reported out of the laboratory. Repeat testing produced results within the normal reference range. It is unknown if the patient treatment was affected.

Manufacturer narrative:
Sample collection and centrifugation information has not been supplied. A passing accutni calibration was performed on (B)(6) 2011. Three levels of accutni qc were within the established ranges prior to and after the event. Service was dispatched for this event and on-site on (B)(4) 2011. It was noted that the customer was concerned about pre-analytical handling by the evening tech. The field service engineer (fse) replaced the vacuum pump as the vacuum was loud and not passing the vacuum check. The fse found an aspirate probe with worn-out tubing, and observed that the tubing was getting pinched. The fse replaced aspirate probe tubing and trimmed tubing to avoid future pinching. The fse completed preventive maintenance and ran system check, which had high wash and clean %cvs. Because there were build-up and particles floating in wash buffer reservoir, the fse rinsed reservoir and filled with fresh wash buffer. The fse also replaced all three dispense probes. The fse ran washed portion of system check which still had elevated %cvs. The fse rebuilt wash pump and flushed out wash valve. The fse ran daily clean followed by a system check, which passed the instrument specifications. Although hardware issues may have contributed to this event, no definitive root cause could be determined. (B)(4).